Event description:
During a remote follow up, an alert was observed for high defibrillation impedance on the right ventricular (rv) lead. Technical support was contacted and also observed low pacing impedance and a loss of capture on the rv lead. A lead fracture was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.